Event description:
A report was received that the patient developed a hematoma and was explanted. The physician believes the hematoma was procedure related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.